Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting an "error 2" message. Per the onetouch ultra2 owner"s booklet, this error could be caused by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged error message began to appear on the afternoon of (B)(6) 2010. The patient informed the cca that she manages her diabetes with oral medications. The patient denied taking any action regarding her diabetes management as a result of the alleged issue. On an unspecified date/time, after the alleged issue started, the patient reported that she felt shaky, anxious and nervous. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter was brand new. The alleged error message was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.